Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the clip delivery system (cds) was returned. The reported gripper actuation issue was not confirmed during returned device analysis. The reported failure to adhere or bond could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper actuation issue appears to be related to user technique/procedural circumstances and the device was curved more than 90 degrees during the procedure. The reported failure to adhere or bond was due to user unable to lower one of the gripper arms (gripper actuation issue). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other cds (60818u136) referenced is filed under a separate medwatch report.

Event description:
This is filed to report the gripper arm actuation issue (70206u130). It was reported that on (B)(6) 2014 two clips were successfully implanted in the patient with degenerative mitral regurgitation (mr), reducing mr to 1. The clips remain securely attached to both leaflets, but due to disease progression, the mr is back to 4. The patient returned for another mitraclip procedure on (B)(6) 2017. During the procedure the mitraclip delivery system (cds) lot 70206u130, was advanced to the mitral valve, but grasping attempts were unsuccessful; the leaflet would slip out of the gripper arm. The clip was removed and it was confirmed that one gripper arm did not lower to 120 degrees. Following, a clip was implanted successfully, reducing mr from 4 to 3-2. Cds 60818u136 was advanced to the mitral valve. 4-5 grasping attempts were made, but grasping was unsuccessful as the leaflet kept slipping out of the gripper arm and tissue damage was suspected as the mr returned to 4. The clip was not implanted and the cds was removed. It was suspected that one of the gripper arms was not lowering. No further clips were attempted and mr remained at 4. The patient remained stable. No additional treatment is planned. There was no clinically significant delay in the procedure. No additional information was provided.